Event description:
This submittal involves exactly the same issue as reported in submittal 1937649-2009-001. The difference is that it was reported by a different customer at an earlier date.

Manufacturer narrative:
When this issue was first reported, cms inc posted a customer bulletin discussing the issue presented in this filing. As noted earlier, at that time we did not consider this to be an MDR situation. With the reoccurrence of the issue even with the bulletin posted for all to read, we now believe it should be reported as an MDR. For a copy of the customer advisory to be sent to all users advising them of the issue presented here, please see 1937649-2009-001. The issue will be corrected in focal release which is currently scheduled to be available in 2009.